Manufacturer narrative:
Continuation of d11: product ID 977a260 lot# serial#(B)(6) implanted: (B)(6) 2017 explanted: (B)(6) 2019 product type lead product ID 977a260 lot# serial#(B)(6) implanted: (B)(6) 2017 explanted: (B)(6) 2019 product type lead product ID 97791 lot# unknown serial# implanted: explanted: product type accessory product ID 97791 lot# unknown serial# implanted: explanted: product type accessory h3: analysis of the electrical stimulation lead (serial number va0zu9m030) found that the lead body conductor was broken at the anchor site. Analysis of the electrical stimulation lead (serial number (B)(6) found that the lead body conductor was broken at the anchor site. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# :(B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead . Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 26-sep-2019, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 26-sep-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported the patient went to bed one night and woke up and their system was not working. An impedance check was performed and showed none of the 16 contacts were working. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The leads were removed and replaced with a paddle. The surgeon wanted to put the paddle lead higher, however, the patient previously had leads higher and they had to be moved due to stimulation in the stomach. The surgeon put the lead covering t10 and the bottom four electrodes were not in the epidural space. It was noted t9/t10 coverage would have been ideal but due to scar tissue they could not advance the lead. The issue was resolved at the time of report. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead; product ID: 97791, lot# unknown, product type: accessory; product ID: 97791, lot# unknown, product type: accessory. Analysis results were not available at the time of this report. A follow up report will sent once analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the impedance was off.